Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of implantable pacing lead (ipl) the patient experienced loss of consciousness and bradycardia triggered by cardiac tamponade, perforation, tamponade from perforation, pericardial effusions, and arrhythmia. The procedure was terminated and patient treated with medical intervention. A different ipl was implanted, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.